Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient got a cellulitis infection which was close to the implantable neurostimulator site on (B)(6) 2017. The patient¿s whole side was all red and irritated close up to the incision site. The infection was not from the implant, but from the skin. The health care provider did an MRI to check inside and did not see any infection deep inside the tissue. The MRI was done to make sure the infection was not from surgery. It was confirmed that this was just an infection of the skin (cellulitis). The patient was given oral antibiotics to resolve the infection. There were no further complications reported or anticipated.